Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. A 4.5fr introducer sheath was inserted, then a non-bsc microcatheter and guide wire were advanced to the lesion. After that, the guide wire was replaced with another non-bsc guide wire and crossed the lesion. A 2 mm x 40 mm x 145 cm coyote es balloon catheter was then advanced for dilatation but the balloon got caught in the lesion several times upon crossing. On initial inflation at 2 atmospheres for 2 seconds, the balloon ruptured. Dilatation was then performed with a 2.0 x 4.0 non-bsc balloon catheter at 20 atmospheres and the procedure was completed. There were no patient complications nor injuries reported.